Event description:
A device was returned for analysis with no product allegation. Analysis of the returned device identified a product malfunction.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis identified a device malfunction with the cylinders returned. Device history record (DHR): the lot information was not provided for the returned components so a device history record (DHR)review could not performed. Device technical analysis: the ams700 ipp spherical reservoir was visually inspected, leak tested and microscopically examined; no visual damages were found upon inspection. Under microscope it was noted that the reservoir had wear at a fold in the reservoir shell. No leak was found in the reservoir shell. This wear would not affect the functionality of device. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and microscopically examined. Both cylinders had wear at fold in cylinder body. Both cylinders had leaks in proximal cylinder body and in cylinder body attributed to wear at fold; holes at corner of a fold was present. Both cylinders were not pressure test due to leak was identified. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested. The pump krt was fatigue and worn to filament; exposed suture was present. The pump passed all tests performed. The identified of fluid leak in the cylinders could affect the functionality of the device, as the device would not be functional after the system fluid was lost. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis identified a device malfunction with the cylinders returned. Device history record (DHR): the lot information was not provided for the returned components so a device history record (DHR)review could not performed. Device technical analysis: the ams700 ipp spherical reservoir was visually inspected, leak tested and microscopically examined; no visual damages were found upon inspection. Under microscope that the reservoir has wear at a fold in the reservoir shell. This wear would not affect the functionality of device. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and microscopically examined. Both cylinders had wear at fold in cylinder body. Both cylinders had leaks in proximal cylinder body and in cylinder body attributed to wear at fold; holes at corner of a fold was present. Both cylinders were not pressure test due to leak was identified. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested. The pump krt was fatigue and worn to filament; exposed suture was present. The pump passed all tests performed. The identified of fluid leak in the cylinders could affect the functionality of the device, as the device would not be functional after the system fluid was lost. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
A device was returned for analysis with no product allegation. Analysis of the returned device identified a product malfunction.